Event description:
It has been reported that a 3gtq3-cg power chair went straight on its own and ran the end user into a fence. Another time the chair drove on its own and hit the end user's sister, giving her a bruise. It was also reported that the end user ran into the bed post and broke his foot. The end user went to the ER and got a cast.